Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during an airway stenting procedure in a patient with lung cancer on (B)(6), 2010. According to the complainant, the patient's anatomy was somewhat tortuous; however no dilatation was performed prior to stent placement. It was reported that the physician felt that prior to deployment, the correct size stent was chosen, in terms of length and diameter for the target lesion. The stent was deployed within the patient's airway and was fully expanded; however it quickly moved/migrated. The physician stated that the fit of the stent was loose and suspected that the stent was not the size specified on the packaging. It was reported that no exact measurements were taken of the fully deployed, fully expanded stent inside the patient. The stent was removed without issue, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that only the deployed stent was returned for analysis. The returned stent measured approximately 18mm in length and had a outer diameter of approximately 13mm. The specification for the stent length for this device, is 20.0 +/- 5mm and the specification for the outer diameter is 14mm +/- 1.5mm. Therefore, the stent length and relevant outer diameter was within specification. Based on the evaluation conducted, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during an airway stenting procedure in a patient with lung cancer on (B)(6) 2010. According to the complainant, the patient's anatomy was somewhat tortuous; however, no dilatation was performed prior to stent placement. It was reported that the physician felt that prior to deployment, the correct size stent was chosen, in terms of length and diameter for the target lesion. The stent was deployed within the patient's airway and was fully expanded; however, it quickly moved/migrated. The physician stated that the fit of the stent was loose and suspected that the stent was not the size specified on the packaging. It was reported that no exact measurements were taken of the fully deployed, fully expanded stent inside the patient. The stent was removed without issue, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4). (Medical intervention required). Issue of stent wrong size. Issue of stent positioning problem. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.